Manufacturer narrative:
Follow up #1, date of submission 07/14/2014. The product has been returned and evaluated by product analysis as follows: all keypad buttons responded to testing. Unrelated to the initial complaint, the bolus button cover was observed to be detached from the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (abb tactile cng/unresponsive) issue. Reportedly, there was no moisture or corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.